Manufacturer narrative:
Customer declined to return product for evaluation. The service history record was reviewed and there were no similar complaints or services performed for this unit. The complaint trending for the past 12 months was reviewed and there were no observed trends related to this report.

Event description:
Covidien received a report which alleged that device was giving high spo2 readings.